Manufacturer narrative:
Device evaluation: the device was visual inspected and no damaged point was detected on the shaft, the balloon was unfolded. A balloon inflation was performed and a leakage was detected on the balloon. A longitudinal cut was detected on the balloon surface due to a burst.

Event description:
Physician was attempting to treat a fibrous lesion with moderate tortuosity in the avf using a reef hp balloon. No issues were noted during device preparation. It was reported that during inflation, the balloon burst at 20atm on second inflation. The device was prepped as per IFU. There was resistance encountered when advancing the device. The physician completed the procedure using another medtronic invatec reef hp balloon. No patient injury reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.